Event description:
The manufacturer received information that a trilogy ev300 ventilator was reported to have ventilator inoperative error codes present. There was no harm or injury reported. It was reported that the experienced ventilator inoperative issue. It was additionally reported the device software was re-loaded; however, the problem still exists. The device evaluation has not yet been completed. If additional information is obtained, a follow-up report will be submitted.